Event description:
A merlin.net transmission was received by the clinic and an alert indicating the device has reached its elective replacement indicator stage was noted. Then in a separate and more recent device check, the battery was estimated to still have a longevity of 3.1 years. The event was resolved by explanting and replacing the device. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.